Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 40-52 mg/dl. Reportedly, the contact was unsure if the low bg was caused due to user error and delivering the incorrect insulin amount via a bolus, or if low bg was caused due to the basal rate setting needing to be adjusted. The customer consumed juice to address the low bg. A recommendation was made for the customer to discuss diabetes management with a healthcare provider.